Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04858. It was reported the patient experienced headaches following a csf leak during the lead implant procedure. The symptoms resolved on their own without intervention.